Manufacturer narrative:
This report is being filed to provide additional information in investigation: initially customer stated that they wanted to be sure if a change in citratemight be contributing to reactions since they observed more citrate toxicity related reactionsafter they switched to terumo bct citrate starting from april of 2019. Per the customer, theyalso noticed that earlier product has citric acid anhydrous (730 mg) in it and the terumo bctproduct has citric acid monohydrate (0.80 g) in them. They are using calcium as a replacementfluid also.baxter acdacitric acid anhydrous (730 mg)terumobct acdacitric acid monohydrate (0.80 g)the customer was provided with support documentation: concepts of anticoagulant (ac)management using spectra optia apheresis system.a review of the device history record (DHR) for this unit showed no irregularities duringmanufacturing that were relevant to this issue.a material/batch history search of acda solution bags with material number 40817 and lotnumbers 18044001, 18044003, 18044009, 19044003 found no other related issues havebeen reported.a terumo bct service technician checked out the machine at the customer site. A fullauto test was completed successfully. Pump 4 and pump 5 were tested for proper pumprotor occlusion and pump occlusion for pumps 1, 2, and 3 was tested during a prime tubingtest, saline prime, and simulated saline run. No problems were found. The system was verifiedto be operating within manufacturer specifications.according to therapeutic apheresis: a physician's handbook, adverse events occur duringtherapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated withapheresis is usually well tolerated. Symptoms often show as paresthesia (tingling) butpatients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors.severe hypocalcemia may also cause muscle contractions and can progress to tetany andseizures if hypocalcemia escalates and is not correctedinvestigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information correctedinformation in investigation: the run data file (rdf) was analyzed for this event. The signals in the rdfindicate that the spectra optia system operated as intended.a comparison of baxter acda and terumobct acda found no difference in citrate concentrationbetween the solutions which would lead to a difference in metabolization:baxter acda contains 7.3g/l citric acid anhydrous plus 22g/l sodium citrate = 101 mmol/l ofcitrateterumobct acda contains 8g/l citric acid monohydrate plus 22g/l sodium citrate = 101 mmol/lof citrateper citrate pathophysiology and metabolism, calcium-citrate complexes remaining inside theextracorporeal circuit are injected into the patient systemic circulation and are metabolized by theliver, the kidneys and the muscles, generating bicarbonate, and free (ionized) calcium. Citrate isgenerally used as sodium citrate, causing a sodium load proportional to the citrate dose used. Eachcitrate molecule metabolized by the patient generates 3 molecules of bicarbonate, resulting in arisk of metabolic alkalosis. Citrate is also a chelator of magnesium, inducing a risk of hypomagnesemia if citrate magnesium complexes are removed by the extracorporeal circuit. Replacingremoved calcium-citrate complexes by inadequate intravenous calcium doses may induce hypo orhyper calcemia. Thus, during citrate anticoagulation, the following parameters should be taken inconsideration: plasma ph and bicarbonate, plasma ionized calcium, plasma magnesium, as well asthe sodium intake associated with citrate infusion.citation: monchi, mehran. Citrate pathophysiology and metabolism. Transfusion and apheresisscience 56 (2017) 28¿30root cause: a definitive root cause for the patient's reaction could not be determined. Possiblecauses for the alleged citrate reaction include, but are not limited to ac management during theprocedure, patient disease state, and/or patient sensitivity to anticoagulant.

Event description:
The patient identifier is not available per the customer.

Manufacturer narrative:
Investigation: per the customer, their standard practice is for patients to take tums the night before and morning of collection. They infuse calcium gluconate at a rate of 15mg/kg to prevent hypocalcemia, and slowly increase to a max of 30mg/kg with additional oral replacement (tums) as needed if patients are symptomatic. Per the customer, they also pause procedure during symptoms. For autologous donors, they process 4 times the total blood volume (tbv); with the potential to process a max of 5x times the tbv. Complete blood count (cbc), basic metabolic panel (bmp) and ionized calcium are drawn prior to procedure start. Electrolytes are replaced prior to collection start if needed. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that an autologous donor with multiple myeloma (mm) presented signs and symptoms of hypocalcemia during procedure on a spectra optia device. The donor report tingling hands/toes and was unable to relieve for quite some time. The procedure was paused and the patient was given a bolus of IV calcium, labs were drawn, the ac ration was adjusted and ac da was added to the product bag. No additional mobilization was given for this event. The patient was reported as retuned to baseline. The idl collection set is not available for return because it was discarded by the customer.